Event description:
On (B)(6) 2013, the patient reported she was in the hospital on (B)(6) 2013 due to diabetic ketoacidosis. She stated that she had multiple occlusions with her infusion set. She said she would change the infusion tubing and get another occlusion error a few hours later. Her blood glucose level was hi even though she continued to bolus. The patient went to the hospital and was admitted to the intensive care unit where she was treated for hyperglycemia and diabetic ketoacidosis. Her normal blood glucose level is below 200 mg/dl. The infusion device is not being requested to be returned because it properly alerted the patient of the occlusion. The infusion set was discarded by the patient; therefore, it could not be requested to be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.